Event description:
It was reported that pump experienced malfunction alarm with code Malf 15, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical Support provided instructions and assisted with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction alarm returned, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Pixel 6 Pro / 2.8 / Android 16.